Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test, and all operating currents tested within the specification. No charge or battery anomaly were noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No prime or fill anomaly or rewind anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons were less responsive and has to press multiple time to make them work. Customer¿s current blood glucose was unknown. Customer stated that insulin pump was squirting out insulin and had diminished battery life, insulin pump was slower to rewind. Insulin pump will not be returned for analysis.